Event description:
A patient service representative (psr) contacted zoll customer support while assisting a (B)(6) male patient to report that the patient's battery was showing as defective in the monitor and charger. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) is currently underway. The reported problem (battery defective in monitor and charger) has been confirmed. As received, the battery would not charge or power on a monitor. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.